Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found issues with a kink in the distal shaft 128mm proximal of the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.